Event description:
The customer stated that his blood glucose readings were lower than usual. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust his diet or medication based on the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned.